Event description:
It was reported that when using the bd pyxis¿ anesthesia station es machine was not updated, customer stated that machine was running on the previous software. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no upgrade action was required as the device was not scheduled for upgrade. A field service engineer found the device powered off and unplugged, consulted the supervisor, who stated that the device was not on the upgrade list, technical support specialist confirmed that the device was not scheduled for an upgrade, performed functionality testing, which was successful. The system functioned as intended when the field service engineer investigated the issue.